Event description:
Healthcare professional reported right side rupture, capsular contracture, baker grade I, seroma and implant exchange from textured to smooth due to patient's concern with the device. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified to be underweight, device appearance (observed 40 mm dark patch edge material inside gel device) broken shell, red particles in the surface of the shell, a wear abrasion and a crease flat. A microscopic analysis was performed which identify a sharp edge broken assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a broken sharp in the posterior side assessed as unidentified (tear) opening.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma, and implant exchange from textured to smooth due to patient's concern with the device.

Event description:
Healthcare professional reported right side rupture, capsular contracture, baker grade I, seroma and implant exchange from textured to smooth due to patient's concern with the device. The device has been explanted.